Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 38.6c, target temperature was 37c, flow rate was 2.7lpm and water temperature was 9.6c. Mss guided to system diagnostics showed system hours were 7210, pump hours were 6473, mixing pump command was 100 percentage, chiller temperature (t4) was 8.5c. Mss explained that the mixing pump might need to be replaced. Nurse would attempt to locate another device in the hospital and have biomed pick this one up. Per sample evaluation results received on 31aug2022, it was reported that the neutral connection between power inlet module and ac main voltage circuit card shows signs of electrical overstress replaced preventatively.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
The reported issue was confirmed. The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause inadequate verification and validation activities of the crimping process, single pull test did not provide stability of process, evidence was not provided when requested for maintenance of records or crimp tools, no crimp cross-sections provided. The device was evaluated upon receipt. Neutral connection between power inlet module and ac main voltage circuit card shows signs of electrical overstress. Preventatively replaced the ac main voltage card sn (B)(6) and the power inlet module with ac main voltage circuit card sn (B)(6) and a new power inlet module. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The device history record was reviewed. Labeling review is not required because labeling could not have prevented this issue. Correction: g h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the arctic sun device received an alert 113 (reduced water temperature control). The patient temperature was 38.6c, target temperature was 37c, flow rate was 2.7lpm and water temperature was 9.6c. Mss guided to system diagnostics showed system hours were 7210, pump hours were 6473, mixing pump command was 100 percentage, chiller temperature (t4) was 8.5c. Mss explained that the mixing pump might need to be replaced. The nurse would attempt to locate another device in the hospital and have biomed pick this one up. Per sample evaluation results received on (B)(6) 2022, it was reported that the neutral connection between power inlet module and ac main voltage circuit card shows signs of electrical overstress replaced preventatively. Per sample evaluation results received on (B)(6) 2023, it was reported that the double bend tube and chiller evaporator outlet tube were expanded. It was stated that tank seals were lifted. It was noted that the replaced double bend tube, chiller evaporator tube, and tank seals.